Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown series ii cup. Cat # unk, lot # unk, description: unknown secur-fit plus stem. Cat # unk, lot # unk, description: unknown c-taper head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Surgeon kept.

Event description:
Left hip revision for pain. Head and insert revised.